Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced infusion set leakage at site event on (B)(6) 2024. The set was in use for 10 hours. Blood glucose levels reported were 21.7 mmol/l at the time of event. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.